Manufacturer narrative:
Convatec is submitting this report as a result of remediation activities related to the FDA 483 issues april 16, 2014. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. Analysis is taken from a trending report of evaluations or adverse events finalized may 2011. The data presented is from three different product applications. The report states that there are no significant trends.

Event description:
Patient reported the skin under tape collar became itchy and red after every shower. Patient used water to clean area, and crusting was explained to end-user, recommendations were made to contact convatec or the healthcare professional in the event the skin does not show any signs of improvement. The end user subsequent outcome was not reported.